Event description:
It was reported that the device triggered elective replacement indicator (eri) and there may have been premature battery depletion. It was also reported that eri tripped due to high battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.